Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the keyboard was broken, and the left keyboard hinge was therefore replaced. It was additionally noted that the overlay display and left and right display hasps were broken and replaced and that hinge plate screws as well as the sliding keyboard cover were missing and were replaced. The hard drive was also reconfigured and the software reloaded. No note was made at analysis of the customer comment that the "header was coming off." (B)(4).

Event description:
It was reported that the programmer's keyboard was broken and that the header was coming off. It was speculated that the programmer may have been dropped. The programmer was returned for service. No patient complications have been reported as a result of this event.